Event description:
It was reported, that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl- (B)(4).

Event description:
Https://dexcomcomplaints.lightning.force.com/lightning/r/complaint__c/a127v000007euutqaa/view#:~:text=it%20was%20reported,intervention%20was%20reported.

Manufacturer narrative:
(B)(4).